Event description:
Customer reported via phone call to have different readings from different meters. Blood glucose readings were 408 mg/dl, 82 mg/dl and 93 mg/dl. Customer reported to treat blood glucose with manual injection. Customer also reported that battery cap broke.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.